Event description:
Procedure type: hysterectomy. According to the reporter: during firing, the needle broke in half. The needle was recovered from the patient cavity. There was no bleeding reported in excess of 250cc. The case was extended by more than 4 1/2 hours. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).